Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise. There was one artifact that was oversensed. The health care professional (hcp) was able to recreate the noise through isometrics. The noise was not oversensed during isometrics. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.